Event description:
Complaint alleges: "reported 3 appliers were used. The clip stayed in the applier so when the surgeon takes away the applier it tears the vessel causing injury and also the clips slipped off the vessel during harvesting of vessel for bypass. Bleeding occurred. The appliers were used on 2 patients in 2 procedures, with the above issues occurring."

Manufacturer narrative:
Sample received by manufacturer, but investigation is incomplete at time of this report.